Manufacturer narrative:
The system control board, motion control box for gantry and positioner, and the rotor motion controller were all returned to the manufacturer for analysis. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the pendant of the imaging system displayed that motion could not be completed by the imaging system. The pendant on the imaging system was then replaced. The imaging system then passed the system checkout and was found to be fully functional. The relay for the imaging system was returned to the manufacturer for evaluation. When energized, the relay did not make contact with the imaging system. The suspect pendant has been received by the manufacturer for evaluation. However, results are not available at this time. The system control board, motion control box for gantry and positioner and the rotor motion controller have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed "initializing please wait" and would not progress past the prompt. It was noted that initial troubleshooting found that the controllers were operating at "level 3". There was no patient present when this issue was identified. No additional information was provided.